Event description:
It was reported that the patient had a high threshold on the left ventricular lead. The patient's family requested that the physician implant a new lead in due to the patient's worsening heart failure. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.